Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 549 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There was one other reported event for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, pr 1549560, pr 1748126, pr 1765984, pr 1757777, pr 1748590, pr1910116, pr 1940383 and pr1910115). Conclusion: product inspection could not be completed because session files were not provided after three communications to the mps. The reported event could not be confirmed from the case images provided. Session files were not provided.

Event description:
Planar probe vs bone model mismatch: bone model visual is not an accurate illustration of real time cuts. Planar probe check is indicating deep cuts on distal (1.6mm), anterior(0.5mm), anterior chamfer (0.3mm) and tibia (0.6mm). When trial femur was placed onto bone there it was not an acceptable pressfit. There were gaps present between the bone and the trial. Due to errors with the cuts (i.e. Cuts being deep) mr collopy had to cement the femoral component. Surgical delay - approx. 10min. I do not have post op x-rays but I do have an image of the physical errored cuts. I do not have any further information after this. Surgeon was unhappy and not comfortable to carry out his preference of uncemented femur - he cemented the femur to make up what he states are unacceptable error in the cuts.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Planar probe vs bone model mismatch: bone model visual is not an accurate illustration of real time cuts. Planar probe check is indicating deep cuts on distal (1.6mm), anterior (0.5mm), anterior chamfer (0.3mm) and tibia (0.6mm). When trial femur was placed onto bone there it was not an acceptable pressfit. There were gaps present between the bone and the trial. Due to errors with the cuts (i.e. Cuts being deep) mr (B)(6) had to cement the femoral component. Surgical delay: approx. 10min. I do not have post op x-rays but I do have an image of the physical "errored" cuts. I do not have any further information after this. Surgeon was unhappy and not comfortable to carry out his preference of uncemented femur; he cemented the femur to make up what he states "are unacceptable error" in the cuts.